Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was observed with the right ventricular (rv) lead. Follow-up with the clinic revealed that the patient was scheduled for a medical procedure, however no further details could be provided about the rv lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.